Event description:
Report received from baxter-great britain states "flow difficulty during patient use. Infusion complete approx 13 hours earlier than expected." Device contained 5fu - 1080 mg, medac - 1g in 20 mg and ns, for a total fill volume of 113 ml. Additional information received from baxter-gb indicates the total infusion time was 9 hours versus the expected 22 hours. The reporter states "the patient suffered no negative effects as a result of the fast flow".